Manufacturer narrative:
(B)(4). The customer reported an error 1000 (defib failure - biphasic processor). There was no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an error 1000 (defib failure - biphasic processor). There was no reported pt involvement.